Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography procedure, foreign material clogged the instrument channel of the duodenovideoscope. The procedure was completed using a backup device. There was a report of a procedural delay with no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition to the foreign materials, the following reportable malfunctions were identified during the device evaluation: the forceps elevator had a burn. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign object was found to be a tube stent, the cause of the foreign object remaining in the device could not be identified. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Additionally, it is thought that the burn occurred because a high energy treatment device was used without ensuring a sufficient distance from the tip. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.